Event description:
Crd_720 - amulet ide study, patient site ID: (B)(6) (r650603501). It was reported that on (B)(6) 2017, a 31mm amplatzer amulet left atrial appendage occluder was implanted into a patient. On an unknow date, the patient had an atrial fibrillation. The patient was hospitalized for 3 days to monitor the rhythm, and there medication changed to sotalol. The patient is reported to be discharged. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Event date is estimated.

Manufacturer narrative:
An event of atrial fibrillation was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. B3: date of event estimated.